Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, negative vitros syph result obtained from a single patient sample when processed using vitros immunodiagnostic products syph tpa reagent lot 1890 on a vitros eci immunodiagnostic system. The results were discordant when compared to the results from the same sample when tested using two alternate methodologies (sd biosensor rapid card and alternate chemistry methods), as well as repeat testing using the vitros method. Patient 1 sample results of 0.01 s/c (negative) versus the expected result of reactive. Biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected. The discordant, false negative vitros syph result was not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 614785.

Manufacturer narrative:
The investigation has determined that a discordant, negative vitros syph result was obtained from a single patient sample when processed using vitros immunodiagnostic products syph tpa reagent lot 1890 on a vitros eci immunodiagnostic system. The results were discordant when compared to the results from the same sample when tested using two alternate methodologies (sd biosensor rapid card and alternate chemistry methods), as well as repeat testing using the vitros method. The assignable cause of this event could not be determined. Based on historical quality control results, a vitros syph reagent lot 1890 performance issue is not a likely contributor of the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros syph reagent lot 1890. Although no interference testing on the affected patient sample was performed, it is not likely that an interferent contained within the affected patient sample contributed to the event as the reactive results (test event 1 and test event 5) were reproducible. Therefore, a potential interferent is not a likely contributor to the event. The investigation considered whether the test event 2 result could have been caused by a preanalytical sample mix-up, as the sample was manually programmed. However, because no barcode mismatch error was generated by the analyzer, a sample mix up was considered unlikely, although it could not be definitively ruled out. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. No precision testing was performed on the vitros eci immunodiagnostic system to verify instrument performance. However, the customer made no allegation of analyzer malfunction and the discordant, negative result was isolated only to test event 2, with acceptable results from the same patient sample being observed on test event 1 and test event 5. The customer confirmed no malfunctions occurred on the vitros eci immunodiagnostic system around the time of testing. Therefore, an instrument related issue is not a likely contributor to the event.